Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not shown up on the report or stock low. A technical support specialist (tss) identified that the issue was related to an existing case involving bulletin services where new bulletins were not being picked up for printing and noted that product support engineer had implemented a task scheduler to restart the bulletin service every 5 minutes. Determined that further monitoring was not required and proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication releuko 300mcg/0.5ml did not show up on reports and was stock low or out. However, there were no delays or adverse events or injuries reported based on this event.